Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (upcoming removal scheduled). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure coil (left)'), fallopian tube perforation ('essure coil perforating the left fallopian cornua') and pelvic adhesions ('abdominopelvic adhesions') in a female patient who had essure inserted for female sterilisation. The patient's medical history included ovarian mass (left ovarian cyst), pelvic pain, uterine bleeding, malignant neoplasm of cervix uteri, metaplasia and pelvic adhesions. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic adhesions (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lysis of abdominopelvic adhesions and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, fallopian tube perforation and pelvic adhesions outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and pelvic adhesions to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: specimen uterus, cervix, bilateral fallopian tubes clinical information procedure: total laparoscopic hysterectomy, bilateral salpingectomy pre op diagnosis: chronic pelvic pain, abnormal uterine bleeding, screening for malignant neoplasm of cervix diagnosis uterus, cervix, bilateral fallopian tubes, total hysterectomy: -ablated endometrium with residual disordered proliferative endometrium. -cervical mucosa with squamous metaplasia. -bilateral fimbriated fallopian tubes with endosalpingosis and para tubal simple cysts. -no histological evidence of hyperplasia, dysplasia or malignancy gross description: the specimen is received in a container of formalin labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes". It consists of a uterus, cervix, and detached and unoriented bilateral fallopian tubes. The uterus weighs 120.3 g and measures 10.5 cm from fundus to cervix, 6.0 cm from cornu to cornu, and 3.5 cm from anterior to posterior. The serose-is purple-pink and smooth. The cervix is tanpink and smooth with a 3.2 cm diameter and a 0.7 cm slit like cervical os. The specimen is bivalved revealing a hemorrhagic triangular-shaped endometrial cavity measuring 4.0 x 3.1 cm. The myometrium is 1.5 cm in thickness, and the endometrium is 0.1 cm in thickness. The specimen is serially sectioned, and no gross lesions or nodules are noted. The bilateral fallopian tubes are purple-pink and fimbriated and measure 4.5 cm in length x 0.4 cm in diameter and 6.5 cm in length x 0.4-0.7 cm in diameter. Both fallopian tubes display multiple paratubal cyst ranging from 0.1-0.4 cm. Each are serially sectioned to reveal a pinpoint lumen with no gross lesions noted representative sections are submitted as follows: a 1: anterior cervix a2: posterior cervix a3: anterior endomyometrium a4: posterior endomyometrium a5: smaller fallopian tube a6: larger fallopian tube microscopic description microscopic examination substantiates this diagnosis. Relevant stains and controls have been reviewed and are satisfactory. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information updated. Other relevant history and lab data added. Event "medical device removal" was replaced with "device dislocation". New event- fallopian tube perforation, pelvic adhesions added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (upcoming removal scheduled). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.